Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 1.4, 1st repeat = 4.5, 2nd repeat = 1.7. Testing was done using a different finger and different lot (lot number not provided). Therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.